Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted. Two days following the procedure, the patient presented to the emergency department not feeling well. An echocardiogram was performed which revealed a pe. A pericardiocentesis was performed and 500cc of red fluid was removed and placed back into the patient via the right femoral artery using a 6f sheath. The patient experienced immediate relief and was hemodynamically stable. The patient was planned to be admitted and monitored for an additional three days with anticoagulants being held for ten days.